Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The introducer sheath was ovalized approximately 4.0 cm from the distal tip. The embolization coil was intact with its pusher assembly. Conclusion: evaluation of the returned device revealed that the ruby coil¿s introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If the introducer sheath is forcefully gripped during insertion, damage such as this may occur. The ovalization in the introducer sheath likely contributed to the resistance experienced and prevented the ruby coil from being advanced through the non-penumbra microcatheter. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and was unable to advance the coil. Therefore, the ruby coil was removed and the procedure was completed using additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.